Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Mw5073405.

Event description:
The healthcare provider (hcp) reported via the healthcare provider (hcp) that device was replaced on (B)(6) 2016 due to shocking. The patient outcome was hospitalization. The diagnosis for use was gastroparesis. There were no further complications reported as a result of this event.